Event description:
Information was received that the patient placed on tandemheart support and transported to the operating room for aortic valve replacement. The cannula apparently pulled back across the septum into the right atrium during moving onto the operating table. The patient then experienced immediate severe hypoxia. The patient was then replaced with another bypass system that included an oxygenator. The patient stabilized and the procedure was completed without complications. No additional information has been received to date.